Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and dka (diabetic ketoacidosis). However, the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
Patient was diagnosed and treated for diabetic ketoacidosis (dka), at emergency room (ER), after enduring symptoms of elevated blood glucose levels. Pod worn between 24 and 36 hours. Onset of symptoms began just before patient went to sleep as patient's blood glucose level tested "high". A bolus was administered via pod delivery. At 4:00 am, patient woke up with symptoms of vomiting and a blood glucose measuring over 500 mg/dl. The pod's cannula was found dislodged from the infusion site. Treatment included nausea medication and intravenous delivery of saline. Hyperglycemia was treated with basal insulin delivery via pod and novolog manual injections. Patient was released from ER (B)(6) 2017.